Event description:
Allergan rep rec'd a voicemail message from a health professional requesting a return kit for an explanted device to be able to return the product to allergan. No add'l info was provided. F/u findings: pfn was rec'd by allergan. Event description states: "band explant due to dysphasia." The device was returned and analyzed. The serial number of the device was not available from the surgeon.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Dysphagia is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastro-esophageal reflex, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures"